Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the contour® next one meter, serial # (B)(6) associated with the event, and no manufacturing anomalies were found. Kit lot # and primary UDI # for the contour® next one meter, serial # (B)(6) have been updated in section d4.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1 and a4 as the patient identifier and weight were not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report, along with the UDI number.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour® next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.